Event description:
The customer reported the fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller pcb assembly connections were evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.